Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a display screen defect where no data was displayed. No additional alarms or errors were noted. A backup battery fault alarm was visible on the system monitor. The system controller was replaced with the backup system controller.

Event description:
Additional information was received that after replacing the system controller all issues were fixed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a screen issue on the system controller and backup battery faults were unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis. Additional provided information stated that log files were unavailable, that both the screen issue and backup battery faults resolved with a system controller exchange, and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.